Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated a cc4204bf collamer single piece lens was damaged when opened, not implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.